Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-500, lot sh6ls, description: triathlon prim cem fxd bplt#5; cat 5551-l-350, lot lba633, description: triathlon asym patella a35x10; cat 5510-f602, lot shndf, description: triathlon cr fem comp #6 r-cem. It cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation as the devices remained implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device still implanted.

Event description:
The clinical research scientist, reported that whilst data cleaning and as part of a 5-year follow up assessment it was identified that a participant had a pulmonary embolus whilst in hospital following their primary total knee replacement, resulting in increased length of stay.

Event description:
The clinical research scientist, reported that whilst data cleaning and as part of a 5-year follow up assessment it was identified that a participant had a pulmonary embolus whilst in hospital following their primary total knee replacement, resulting in increased length of stay.

Manufacturer narrative:
The reported event describes a medical complication that has no connection with the implanted devices. The patient expierenced a pulmonary embolus post discharge from the hospital and was re-admitted for treatment. No treatment was required or administered to the knee implants. This event was reported as the patient was part of a clinical study. Based on the provided information, the product reported in this investigation did not contibute to the event and is therefore considered concomitant. No further investigation is required at this time.